Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon, that in his opinion, the iol did not cause/contribute to the event. The surgeon reported since one week after surgery, the patient has reported "smeared", "dull"., "washed out" vision, despite 20/20 vision and negligible refractive error. This eye had surgery to repair a retinal detachment six months prior. The surgeon also indicated that posterior capsular opacification was observed three months after the iol implantation.

Manufacturer narrative:
The product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, at his one day postoperative visit, he told his doctor the lens was bad and "not clear". He also reported that his vision is not sharp, he has contrast issues and the lens flickers. Additional information has been requested.